Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent manufacturing date (11) are unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a three gang large bore stopcock manifold broke during patient infusion and led to blood backflowing. The crack/leak appears to have originated at the connection site. Patient was connected with ¿impella¿ and swan ganz catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was received for evaluation. Visual inspection was performed which identified the stopcock was broken in two pieces. By the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined; however, the probable cause is user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.